Event description:
It was reported that the asymptomatic patient presented remotely via merlin. Net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited inappropriate automatic mode switch due to noise over-sensing possibly caused by electromagnetic interference. No intervention was performed. Patient condition was stable.